Event description:
It was reported that pump experienced malfunction alarm identified as malf 9, with no notable events occurring before issue. There was no adverse impact to the customer's blood glucose level. Customer contacted technical support, received guidance to reset pump, successfully completed reset without repeat malfunction, and was advised to continue using pump and call back if malfunction recurred, which customer acknowledged and understood.